Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five shocks for a sinus driven rhythm. Technical services (ts) was consulted and noted that the rhythm initially was appropriately treated with atp, subsequent of the initial atp, the rhythm was sinus driven and the device continue with therapy delivery based on rate until therapy exhaustion occurred. Ts confirmed device operated as programmed and noted that programming enhancements were performed after this episode. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five shocks for a sinus driven rhythm. Technical services (ts) was consulted and noted that the rhythm initially was appropriately treated with atp, subsequent of the initial atp, the rhythm was sinus driven and the device continue with therapy delivery based on rate until therapy exhaustion occurred. Ts confirmed device operated as programmed and noted that programming enhancements were performed after this episode. No additional adverse patient effects were reported. This device remains in service. Additional information was received that during the review of newly recorded episodes; atp was delivered for a supraventricular tachycardia (svt). Upon review, ts noted that the device delivered atp due to noise on the shock channel, programming enhancements to the rhythm ID feature was advised. No additional adverse patient effects were reported. This device remains in service.